Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2006, the patient underwent stenting in the proximal left circumflex artery with one xience v stent. On (B) (6) 2009, angiography revealed in-stent restenosis of 55.64% in the index target vessel that required revascularization with balloon angioplasty and restenting. There was no adverse patient sequelae reported. No additional information was provided.

Manufacturer narrative:
(B) (4). The device remains in the patient. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report. Restenosis is a known adverse event as listed in the instructions for use and product risk assessment. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.